Event description:
A surgeon reports that during intraocular lens (iol) implant surgery, he noted a 'cut' in the lens after it was inserted into the eye. The incision was enlarged to faciliate removal and replacement of the iol.